Event description:
A pedicap when pushed hard to fit into a ventlab hyperinflation bag catalog hs4051, lot # 60974 could not be removed. This was not used on a patient. Customer was showing the sales rep. How the pedicap did not fit into the vent lab and then it could not be removed.